Manufacturer narrative:
(B)(4). (B)(6). Field service specialist (fss) visited the account. He replaced parts and calibrated system. System achieved amo's specification and works normally. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during procedure galvo error occurred and flap was not completed. Another backup machine was used to finish the procedure in the same visit. It was also reported that system gave a max energy low error message.

Manufacturer narrative:
Device evaluation: a review of the records related to this equipment that included labeling, manual, trending, device history records and risk documentation reviews for this equipment were performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. Based on the investigation an electrical problem was found. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.